Event description:
It was reported that a patient line was damaged during use on the home choice (hc). The registered nurse (rn) indicated that the patient line was punctured when adding medication to the port. The rn indicated it was due to poor aiming and the needle when through the side of the medication port and punctured the patient line. The technical service representative (tsr) instructed the rn to replace the entire set up. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a damaged patient during use where the nurse stated the patient line was punctured when attempting to administer medication in the medication port. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. Section ¿prepare for therapy¿ and ¿quick reference¿ warn the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.